Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized due to low and high blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was 150 mg/dl. Customer stated that his insulin pump was not alarming when he had low blood glucose. Customers stated that he had a heart condition, and did not provide more information about the hospitalization and declined to troubleshoot the insulin pump. Nothing further was reported.